Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator service required alarm occurred and the device failed a test step during testing. The device's machine flow sensor was replaced to address the issues.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.